Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. The catheter terminated at the 37cm depth marking. Usage residues were observed throughout the sample. Adhesive residue was observed extending past the 4cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the white-luered lumen, a spraying leak was observed emanating from a leak site near the 4cm depth marking. Adhesive residue, depth marking wear and material discoloration were evident in the vicinity of the leak. The sample kinked preferentially in the vicinity of the leak site during manual manipulation. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split edges were sharply defined and granular. The kinking and split characteristics were consistent with damage caused by bending/kinking the catheter. The adhesive residue, discoloration and depth marking wear suggested that catheter insertion/securement may have contributed. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when infusing medicine, the leakage from the catheter on the patient's body surface was observed. The catheter had been inserted up to the 7 cm depth marking and the leakage occurred around the 5 cm depth marking. Allegedly, the operator held the catheter with a forceps or a tweezers when replacing the statlock so that the catheter did not come out from the patient.